Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 6 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that the patient had a refill and the healthcare provider (hcp) refilled the pump with a different drug accidentally. The patient's pump was subsequently set to minimum rate mode and the patient experienced withdrawal. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.